Event description:
Voluntary medwatch report received noted that the right ventricular lead exhibited oversensing and an impedance issue.

Manufacturer narrative:
Voluntary medwatch report received: mw5147552.

Manufacturer narrative:
Correction: previously reported h6 investigation conclusion as "no problem detected", now updated to "cause not established"